Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history record review could not be completed. The manufacturing evaluation, visual inspection reported that one head of a screw was returned. The drive has been moderately damaged and the head has impact marks at the band. The head is the proper diameter and shape to be a 04.005.5xx but positive identification is not possible due to the type and extent of damaged incurred. The dimensions that could be measured are within specification. Due to the type and extent of damage incurred and because no lot number was provided, this complaint is judged to be indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The retrograde nailing procedure was on the left femur.

Event description:
The retrograde nailing procedure was completed on the left femur. (B)(4).

Event description:
It was reported that during a retrograde nailing procedure (femur) the proximal screwhead broke off upon insertion. The surgeon retrieved the screwhead but was unable to retrieve the shaft of the screw. The shaft of the screw remains implanted in the bone.